Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system on (B)(6), 2010. According to the complainant, the patient experienced an injury.all other information is unknown and reportedly unavailable.